Event description:
It was reported the patient's blood glucose level rose to 542 mg/dl. The pod was reportedly leaking while worn for between 37 and 48 hours. When removed from the infusion site (back), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed with evidence of blood on the adhesive pad. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in either the soft cannula becoming dislodged or bleeding/bruising at the infusion site . A root cause for the reported dislodged cannula could not be determined. The fluid path was leak tested and no damages, tears, or leaks were observed that would result in fluid leaking from the pod or failure to deliver insulin.